Manufacturer narrative:
Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient he receive an alarm. In troubleshooting blockage was found at site. No further information was available.